Event description:
It was reported that during a da vinci-assisted surgical procedure, when the prograsp forceps instrument was connected andthena locked and began to move the joints even though it is locked. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.